Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿more reoperations for periprosthetic fracture after cemented hemiarthroplasty with polished taper-slip stems than after anatomical and straight stems in the treatment of hip fractures¿ by t. B. Kristensen, et al, published by the bone and joint journal (2018), vol. 100-b, pp. 1565-1571, was reviewed. The purpose of this study was to utilize the norwegian hip fracture register database to compare the mid-term survival of cemented femoral stems used in hemiarthroplasties to treat fractures of the femoral neck implanted between 2005 and 2016. The authors analyzed stems from a variety of manufactures. All has stems were paired with a bipolar head from the same manufacturer. The manufacturer of the cement used was not provided by the authors. The only depuy products studied in this article were 4233 cemented charnley stems and bipolar heads. Adverse events: there is sufficient information provided to determine the adverse events associated with the charnley stems and heads. Only those results will be listed in this complaint. 78 reported infections treated with debridement and antibiotic (63), or revision of the components. 32 reoperations for unspecified instability. 2 cases of aseptic loosening treated with revision. 34 dislocations treated with closed reduction in 22 cases and revision in 12. 2 periprosthetic femoral fractures treated with orif and component retention. There were 18 reoperations for unspecified ¿other¿ reasons. Impacted products: charnley femoral stem: loosening of an unknown interface. Bipolar head: implant dislocation bipolar head: no reported product problem."

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint #: (B)(4). Investigation summary no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.